Event description:
Customer reported a joystick stuck error message on boot up. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the rui / joystick console. System operates as intended. This MDR is related to ge healthcare complaint.